Manufacturer narrative:
Device evaluation summary: device evaluation completion aware date was 14-mar-2019. One cadd legacy plus pump was returned for analysis. Visual inspection of the pump showed that pump did not have any signs of damage or fluid ingression. The device history log identified 83 "no disposable alarms". Functional testing included use testing. The pump's downstream and upstream sensors were tested and found functional, measured within manufacturing specification. The pump was tested for delivery accuracy to verify the pumps accuracy and function. Delivery accuracy testing found the pump within the published specification of +/-6%. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. The problem source could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that it was observed that this cadd legacy plus pump first gave "no message" alarm and followed by "no disposable clamp tubing" alarm while in-use with a patient. No adverse patient effects were reported.